Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator,  implanted: (B)(6) 2007; product ID 694965 implantable tachy lead, implanted: (B)(6) 2007; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a lead revision procedure, a right ventricular (rv) lead was attempted, but after positioning attempts, was removed and found to have a bent tip about 1.5 centimeters from the distal tip and was therefore not used. No patient complications have been reported as a result of this event.